Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the leadless pacemaker's helix sprung. The device was not used, and another one was implanted. The patient condition was stable.